Event description:
It was reported that the insulin pump buttons were unresponsive and alarmed button error. Troubleshooting was done. Customer's blood glucose was 130 mg/dl. Customer stated he was able to put the bolus information and act button was not working and got button alarm from the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. No button error alarms noted during testing. The device had minor scratches on lcd window and cracked case at display window corners.